Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the EKG goes flat when using a defibrillator. Customer is requesting onsite support to further evaluate the device. The device was in use at time of event. Further information as has been requested on patient.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site to address the reported problem. The device evaluation was performed by the fse on the actual device involved in this complaint. According to service notes, the fse could not reproduce the customer's reported problem. The device was reimaged for customer assurance and tested. The device passed all functional testing and was returned to service. The device did not behave as expected by the customer. However, onsite field service was unable to confirm the reported problem during testing. Because of this, we are considering this to be a malfunction of cause unknown. The attending fse reimaged the device and confirmed functionality. The absence of further calls supports that the reported problem has not reoccurred or was resolved. The device remains in use at the customer's facility.

Event description:
The customer reported that the EKG goes flat when using a defibrillator. Customer is requesting onsite support to further evaluate the device. The device was in use at time of event. Further information as has been requested on patient however made not available at time of report.